Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No unexpected number scrolling during testing noted. The pump was programmed with a test glucose meter. The pump communicated with the glucose meter, and the blood glucose value was properly transferred. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated when tries to insert carbs units go up and device can't be stop. The customer stated that the blood glucose meter can't be uploaded either. The customer was advised that the device would be replaced and agreed to return the product for analysis.